Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a revision procedure, this right atrial (ra) lead exhibited loss of capture and bradycardia pacing was not delivered when required. Lead dislodgement was suspected, but not confirmed. The ra lead was explanted and a new lead was successfully implanted. This device is not expected to be returned. If the product is returned, analysis will be performed and this report would be updated at that time. No additional adverse patient effects were reported.